Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the talar component shows clear radiolucence, an anterior defect at the component and some cysts, it looks subsided and a little dislocated anteriorly. Loosening and migration can be confirmed. An infection cannot be assessed with a CT scan only. However, there is no information given, that an infection is present, here. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to suspected subsidence. It was also reported that the patient continues to have pain, discomfort and swelling.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text: device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to suspected subsidence. It was also reported that the patient continues to have pain, discomfort and swelling.